Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to premature battery depletion. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Event description:
It was reported that the device could not be interrogated. Two different programmers and multiple different wands were used but could not establish telemetry. The patient was in a car accident two weeks prior, but there was no known trauma to the device area. Device was explanted and replaced. Patient was fine after the procedure.